Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-dependent patient presented for an initial implant of a single chamber pacemaker for symptomatic bradycardia. During the procedure, the newly implanted right ventricular lead was showing excellent characteristics. However, the lead started losing capture when the patient was taken to the floor. A chest x-ray revealed that the rv lead was in a similar location as of original implant. Lead repositioning procedure was attempted to resolve the capture issue. During the procedure, helix would not extend and continued to not screw into the tissue. Eventually, the lead was successfully screwed into a good lower septal spot, and the lead measurements appeared within a normal range. During routine check a day post procedure on (B)(6) 2019, the lead exhibited increased capture thresholds. Upon review, it was noted that the patient was experiencing extracardiac muscle stimulation. Programming changes were made, and the patient was stable throughout the event. On (B)(6) 2019, the patient was experiencing chest pain. Device interrogation revealed a loss of capture. A chest x-ray revealed lead perforation, and the lead appeared to be slightly dislodged. There was no evidence of pericardial effusion, pleural effusion, and pneumothorax. Also, the lungs were clear. The patient was transferred to another healthcare facility for further evaluation. The patient continued experiencing intermittent chest pain. A second lead revision procedure was scheduled. Meanwhile, telemetry continued to show intermittent non-capture. On (B)(6) 2019, the perforated rv lead was explanted and replaced. Cardiac echocardiography post extraction indicated no evidence of pericardial effusion. The patient was stable throughout the procedure and continued to do well post procedure with no chest pain. The patient remained hemodynamically stable throughout hospitalization and was discharged on (B)(6) 2019.